Event description:
It is reported that the device was implanted in 2001. Patient showed good wound healing. Due to recurring effusion in april and august of 2002, there was execution of x-ray synoviorthesis in the right knee. The device was revised in 2007, with removal of screws, filling of cyst holes with norian, and inlay change to a 13mm uc. Patient experienced good wound healing.

Manufacturer narrative:
Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.